Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.   Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records,(B)(6) 2005 the patient presented with pre-op diagnosis: degenerative disc disease l4-5, l5-s1. The patient underwent 1. Posterolateral spinal fusion l4-5 and l5-s1. 2. Segmental pedicle screw fixation l4-5, l5-s1 5.5. 3. Locally obtained autologous graft. 4. Bmp-ii. As per op notes, in l5 and s1 force was applied across the spinous processes and significant motion was demonstrated despite the prior alif of l5-s1. The pedicles of l5 and s1 were tapped with a 5.5mm tap. 6.0x45mm screws were placed in each of the l4 and 5 pedicels with 40mm long screws, 6.0 in diameter and placed in s1. Then bmp-ii sponges rolled with bone graft , ha/tcp ceramic granules into the inter transverse interval; l4-5, l5-s1. Then bmp-ii, both with dbx, as well as locally obtained autograft from the spinous process of l5 was extended to allow for cross-linking. Then the screws were connected with 5.5mm diameter, 50mm long rods. After fi nal tightening of the set screws a cross-link was placed. Complications none. Patient alleges unspecified injury due to the use of rhbmp-2